Event description:
This is a solicited report by a physician from (B)(6) of aseptic peritonitis and severe abdominal pain in an approximately (B)(6) female patient coincident with extraneal viaflex (lot number was not reported), and physioneal unspecified, product therapies. On an unknown date, the patient started treatment with extraneal viaflex (1 bag daily, lot number not reported), and physioneal unspecified, (4 bags daily, lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced aseptic peritonitis manifested by cloudy effluent and abdominal pain. On that same day, the patient was hospitalized. The physician reported "the cloudy bag was an extraneal bag imported from (B)(6)". On an unreported date, extraneal and physioneal were "stopped", and the patient was started on dianeal unknown (3 exchanges daily and one long exchange at night, ip). On an unknown date, the patient received remedial medication of "unspecified quinolones" and vancomycin, (dose, route and frequency were not reported). On an unknown date, the remedial treatment was changed due to the fact the patient did not tolerate the aforementioned remedial treatments. Remedial treatment was replaced with claforan, (dose, route and frequency were not reported), and was reported as ongoing. On (B)(6) 2011, while hospitalized, the patient experienced severe abdominal pain. At the time of this report, the patient was still hospitalized. The outcome for the event of aseptic peritonitis, and severe abdominal pain was reported as "not recovered". The physician reported that the event of aseptic peritonitis was possibly related to the extraneal viaflex therapy. The physician did not provide a causality assessment for the event of severe abdominal pain, and the relationship to extraneal viaflex therapy. The physician considered physioneal as a concomitant medication.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.